Manufacturer narrative:
The reagent lot number is 79302901 with an expiration date of 30-nov-2025. The customer had not performed calibration since (B)(6) 2024. The field service representative found one of the valves had failed. He replaced the valve assembly and performed checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 6.8%. The result was reported outside the laboratory. The patient questioned the result and the sample was repeated. The repeated results were 5.5% and 5.7%. The repeated results were believed to be correct.

Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. A "sample short" alarm was observed in the alarm trace. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.